Event description:
It was reported that stored egms revealed atrial noise reversion episodes. The noise was reproducible with isometric exercises and pocket stimulation. The patient's device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient underwent a routine pulse generator replacement procedure on (B)(6) 2014. Noise was not observable on the atrial lead at that time and the physician opted to enable atrial functionality on new the device.